Event description:
The manufacturer received information alleging a ventilator was auto-cycling. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The manufacturer found the tubing not routed correctly and kinked. The tubing was re-routed and unkinked to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The device has evidence of physical damage consistent with being dropped.